Manufacturer narrative:
(B)(4). Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken.

Event description:
Information received by medtronic indicated that the insulin pump was damaged no harm requiring medical intervention was reported. The insulin pump will was return for analysis and found the pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken.